Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) represents the adverse event which occurred on (B)(6) 2010. (B)(4) represents the adverse event which occurred on (B)(6) 2015. (B)(4) represents the adverse event which occurred on (B)(6) 2018. (B)(4) represents the adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh and mesh was implanted. It was reported that following insertion the patient experienced cramping and vaginal pressure. It was reported that patient underwent excision of mesh on (B)(6) 2019 due to erosion, urinary tract infection, pain and vaginal bleeding. No additional information was provided.